Event description:
Boston scientific received information that after the implant procedure, this right ventricular (rv) lead dislodged. An x-ray confirmed the lead was free floating in the ventricle. There was no inappropriate therapy and no patient symptoms as the patient is not pacer dependent. Based on the difficulty of the lead placement, the boston scientific field representative stated that he was not surprised when the lead dislodged. The lead was repositioned and the testing numbers were within appropriate range.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.